Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with cefazolin (1g, intraperitoneal), tobra (30mg, intraperitoneal) and heparin (intraperitoneal) for peritonitis. At the time of this report, the patient has not recovered from the event. On the same day as the event onset, treatment with physioneal 5l 1.5%, physioneal 5l 2.5% and extraneal were discontinued. Physioneal 2l 1.5% was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.